Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating the customer's report. The device was put through extensive testing including bench handling, internal inspection, tce/rce functionality testing, and stress testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "self check airway pressure sensing failure - 1052." Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.